Manufacturer narrative:
A 24-month trend (dec 2018-dec 2020) analysis was performed for product, date code and reason codes (tampon: fiber separation). While no trend has been noted by product, reason codes or date code, a request for investigation is being submitted since this case has been deemed reportable to the FDA and health canada by epc medical affairs. It has been reported as a device malfunction due to the potential risk of serious illness to the consumer tampon: fiber separation of a medical device. At this time this case's claim code status is non-verified medical claim. Per the process fmea for sport tampons, fiber separation that could result in parts of a tampon left in the body where a consumer needs to seek medical attention has a severity rating of 6, meaning serious. A serious severity is described as having performance impact, up to and including product failure with potential for harm to the patient or user due to failure of the product to meet performance expectations. Major physical injury possible of a temporary nature with reversible symptoms. Playtex sport tampons are formed with two fiber pads (a wide and narrow pad) arranged perpendicularly on top of each other. These pads are then inserted in an oven tube and heat treated to form the tampon shape. A string is doubled over and strung through the bottom of the pledget and secured with a slipknot. There is no cover stock used on these tampons. Defects involving fiber separation are checked for at multiple times during manufacturing. These include checks for web tenacity in webbing and visual inspection in forming for each lot. Visual inspection includes checking for 4 separate defects that could be related to fiber separation. ·rayon- cut tops, cuts in web which may separate from the tampon when in use ·rayon- loose pieces, loose piece of rayon not attached to the outside of the pledget ·rayon- loose pieces, loose piece of rayon not attached to the inside of the pledget that is equal to or greater than 3mm x 2mm ·separated pad, two or more pads not connected by string the occurrence of a defect associated with fiber separation is listed as remote and the overall risk level is low, which does not require additional mitigation. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. The complaint can be re-opened if additional relevant information becomes available. No trend was identified. No manufacturers lot code was provided. With no means to ascertain the manufacturer/asset line and day of production, no further device history record investigation can be performed at this time. The investigation revealed no issues requiring corrective action with the product manufactured.

Event description:
A female consumer, of unknown age, reported that while using the bathroom on (B)(6) 2020, a thin layer of fabric came out of her vagina. Consumer stated that it was the thin outside layer of fabric that wraps around the sport tampon. She stated that her last period ended on (B)(6) 2020 and the tampon had broken apart inside of her and was lodged there for over two weeks. Consumer stated that she called 811 and was advised to go in for an exam. Consumer stated that she had an appointment scheduled for (B)(6) 2020. She stated that the tampon fibers caused her to have a yeast infection and clarified that she smelled a bad odor causing her to think that she had a yeast infection and she used canesten to treat the infection. Upon follow up with the consumer for additional information, she reported that she did not receive the medical release forms in time to take to the doctor and was advised that she can complete them herself. She stated that she did not want to be contacted again. Consumer did not provide details regarding her visit to the doctor and did not provide additional product information.